Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse events of generalized body ache, dry cough, fever, weakness and diarrhea, which warranted hospitalization. The documentation does not specify the discharge diagnosis or etiology of the events; therefore, causality cannot firmly be established. However, esrd patients are known to experience gastrointestinal complications due to the disease process for varying reasons. Based on the information available, the liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the adverse event and/or hospitalization.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was hospitalized on (B)(6) 2019 for generalized body ache, dry cough, fever, weakness and diarrhea. The pd nurse provided medical records pertaining to the patient¿s hospitalization. Vitals upon admission were: blood pressure (b/p) = 140/104, temperature (temp) = 100.4 and heart rate (hr) = 67 bpm. All radiological and laboratory data was negative for findings, and preliminary peritoneal effluent fluid cultures were negative for growth. Additionally, the peritoneal effluent white blood cell count <5 ul. The patient was given vancomycin 1.5 grams and zosyn 1.5 grams on (B)(6) 2019, however the rationale was not provided. The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) therapy while hospitalized. The patient was discharged on (B)(6) 2020 in stable condition. The provided medical records did not specify the discharge diagnosis or etiology of the events, and therefore, causality could not be established. No changes were made to the patient¿s pd prescription and the patient has resumed home pd therapy on their liberty select cycler.